Manufacturer narrative:
This complaint was confirmed. The field service rep replaced the circuit breaker and returned it for evaluation. Electrically, the suspect breaker has no continuity. The customer's equipment is operating to manufacturer's specifications after the repair. No additional activity will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the circuit breaker failed during the leakage current test. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.